Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 02/06/2026, it was reported that the patient experienced feeling nauseous, weak, tired, and feeling hot. The cgm reading was 363 mg/dl, and when a fingerstick was taken by the patient the blood glucose reading was 478 mg/dl. The patient went to the hospital, and when a fingerstick was taken the blood glucose reading was first 522 mg/dl, and after 30 minutes 780 mg/dl. The patient was admitted and was treated with insulin (route could not be confirmed). When the patient reported the event 2 days after it occurred, they were still admitted, but stated they were hoping to be discharged the day after. The patient mentioned that during the event the canula from their insulin pump was bent, and this most likely contributed to the hyperglycemia as well. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.